Manufacturer narrative:
The pump was received with normal operating currents, and passed the self test, unexpected restart and displacement tests. However, the pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, or excessive no delivery tests or verify the motor error alarm due to the alarm. The motor passed the motor test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 12.7 mmol/l. The customer stated that he had motor error alarms in the past 3-4 weeks and each time his reservoir is low. A motor error alarm is followed by the low reservoir. The customer stated that every time he is filling the tubing, the insulin squirted out insulin even if motor stops. The customer had 8 motor error alarms in the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.